Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including device implant and hernia repair on (B)(6) 2017. -device explant (B)(6) 2017 due to severe dysphagia. -device found in correct position/geometry at time of explant. -after removal, the patient's dysphagia "drastically improved" and she has gained weight ((B)(6)).